Event description:
The customer tested at 11mg/dl and 93mg/dl on the same device within minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.